Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited an increased capture threshold and decreased r-wave sensing. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported events of capturing problem and sensing issue were not confirmed. Analysis was normal. No anomalies were found.